Manufacturer narrative:
The medical affairs director performed a clinical evaluation and commented as follows: luxation occurred 1,5 years postoperatively. The x-rays do not show the whole pelvis and both hips, so a guess is only possible. It appears that the cup was originally implanted with pronounced anteversion, but having no preoperative xrays we cannot make any hypothesis on the reasons that led to this result. A second operation was performed one year after primary, not reported to medacta, to exchange the ceramic liner with a hooded insert: it was a conservative decision, an attempt to avoid extracting a well-fixed acetabular cup. Apparently it was not enough and the cup had to be extracted and a double mobility solution wa employed. Thus decision leads to think that the anatomical situation was rather peculiar, but this cannot be determined with certainty with the available information. However, root cause for the revision of the ceramic liner and then the whole cup seems to be most probably difficult cup positioning, not perfect for a small size head. On 01 march 2016 it was prepared a final report with the information already submitted in the initial report and here above. On 02 march 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
On 09 dec 2015 it was added that the reason of the first liner exchanged, ceramic liner to pe hooded, was luxation. The second revision was done due to luxation,and liner and head were firstly involved. The stem is still in situ. The pieces explanted are not available. Ceramic liner not marketed in the USA. On 21 dec 2015 the r&d manager analysed the available images. On the explanted cup, the ha coating does not seem present anymore. Bone can be seen, mainly on the equatorial macrostructures. Images of the explanted polyethilene liner are not present. Observing the image of the ceramic head, this is almost completely covered by the new doble mobility liner. Some scratches can be seen on the femoral neck of the stem. It is not possible from the inspection of the images determine the root cause of the event. Batch review performed on 21 december 2015: lot 132700: (B)(4) items manufactured and released on 05 august 2013. Expiration date: 2018-06-30. No anomalies found related to the problem. To date, (B)(4).

Event description:
The reason for the complaint is a luxation. Information received on 03 dec 2015. On (B)(6) 2015 -> the hooded pe inlay was exchanged with a ceramic liner (no complaint was made since nobody was informed). On (B)(6) 2015 -> a double mobility was put instead of the ceramic one.